Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. It is likely the faulty digital visual interface (dvi) terminal in the circuit board resulted it no image due to corrosion. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, during the device inspection. The liquid crystal display monitor exhibited a bad digital video input port, due to corrosion. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.